Event description:
The report received indicated that the patient experienced an occlusive stenosis of the stented distal right coronary artery (rca). During the index procedure, the patient was treated with two identical 3.0x23mm sonic stents in the distal rca and a 3.0x30mm endeavor stent in the proximal left anterior descending (lad). The lesion in the distal rca was described as a tapered, total occlusion with some collaterals, non calcified with timi I. Lesion length was approximately 10-15mm with a 2.58mm reference diameter. Predilatation of the lesion was conducted at 12 and 14 atmospheres (atm) then, two sonic stents were implanted at 18 atm. Residual stenosis was 19% (in stent), 38.3% (5mm proximal), 33.2% (5 mm distal) with a timi iii flow. Approximately, eight months post implant, angiographic control showed occlusive stenosis in the distal rca and 70% stenosis in the proximal rca. Consequently, the distal lesion was treated with angioplasty and the new proximal lesion was stented with a 3.0 x 32mm taxus stent. Three months post treatment of the proximal rca in stent, restenosis was identified. Patient's current state of health was described as asymptomatic.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted; additional information has been requested and will be submitted within 30 days upon receipt. This event involves two stents with the same catalog and lot number implanted in the patient and reported under this manufacturing report. This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states.